Manufacturer narrative:
Correction to the initial MDR in block(s) device codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure, a versacross connect for faradrive was selected for use. It was noted the tip of the dilator looked like it had a stress fracture on it and could not advance the wire out of the tip. Thus, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Event description:
It was reported that during a pulse field ablation procedure, a versacross connect for faradrive was selected for use. It was noted the tip of the dilator looked like it had a stress fracture on it and could not advance the wire out of the tip. Thus, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of difficult to advance and dilator tip damage. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). The IFU includes "prior to use of the versacross connect access solution for faradrive, the individual components should be carefully examined for damage or defects, as should all equipment used in the procedure. Do not use defective equipment. Do not reuse the device." Risk review: a risk review performed for the device confirmed that the event of dilator tip damage is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross connect access solution device is acceptable. Investigation conclusion: based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported event. The information available is insufficient to determine the root cause with confidence, although it suggests the issue was related to the device. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during a pulse field ablation procedure, a versacross connect for faradrive was selected for use. It was noted the tip of the dilator looked like it had a stress fracture on it and could not advance the wire out of the tip. Thus, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).